Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the losses of power did not occur due to a double disconnect of power sources nor a device malfunction. The patient was in need of cardiopulmonary resuscitation (CPR). During this the primary controller was changed to the backup controller. The clinic confirmed no device malfunction; it was due to medical circumstances. The patient was stabilized in the clinic an echocardiogram was performed, and no harm to the vad.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a sharp decrease in power consumption and estimated flows on (B)(6) 2025 and nineteen (19) low flow alarms logged since on (B)(6) 2025. Log file analysis also revealed three (3) controller power-up events with associated pump start events logged on 16/oct/2025 at 20:10:11, 20:10:35, and 20:11:55, indicating losses of power to the controller. The data point prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 22% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 74% relative state of charge (rsoc). The data point recorded after the losses of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 11 seconds, approximately 25 seconds, a nd approximately 1 minute and 17 seconds, respectively. No anomalies were recorded leading up to the losses of power. Two (2) manual pump stop events were then logged at 10:13:03 and 20:30:12, followed by two (2) additional motor start events at 20:13:16 and 20:44 :32, likely due to troubleshooting the reported controller exchange. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed and/or patient related factors. Per the instructions for use, cardiopulmonary arrest is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. The most likely root cause of the losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources, likely during the attempted controller exchange as described in the event details. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: d4: serial or lot#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0, 4: model #:  1420 / catalog #:  1420 / expiration date: 30-apr-2023 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 29-apr-2022, h5: no ###. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited multiple unexpected losses of power and the ventricular assist device (vad) exhibited multiple low flow alarms. The controller and vad remain in use. No patient complications have been reported as a result of this event.